Event description:
During a breast biopsy procedure, the device displayed error codes. The system was rebooted and the case continued with the error code recurring. The system was rebooted again and the case finished with no patient consequence. The device was returned for service and repair.